Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor and the insulin pump were not communicating. Customer stated that the insulin pump would go into threshold suspend and her blood glucose was not low. Blood glucose value was 138 mg/dl. Customer turned off the device and back on and calibrates until the issue was resolved. Nothing further reported.